Event description:
As reported by our (B)(4) affiliate, due to low cardiac function, cardiopulmonary bypass (cpb) was planned to be used for the tavr procedure. Cpb cannulas were inserted prior to the procedure and the procedure was started with the pump off. Following bav, aortic regurgitation 4+ was noted and the blood pressure dropped to 48/35mmhg. Cpb was immediately initiated. Cpb was once stopped and a 26mm sapien xt was implanted under rapid pacing. At the end of the transapical tavr procedure cpb was weaned off and the patient was transferred in stable condition.

Manufacturer narrative:
Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. These patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, this patient was placed in cpb prior to initiating the tavr procedure due to her low cardiac function. It appears that, under this condition, the bav procedure itself caused the reported 4+ ar and subsequent hypotension. With cpb the patient recovered and was stable post tavr. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.